Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fracture of bone at the implantation site can occur while press-fitting (seating) the implant component into the prepared site." This report is number 20 of 20 mdrs filed for the same patient (reference 1825034-2016-02823 / 02824 / 02825 / 02826 / 02827 / 02828 / 02829 / 02830 / 02831 / 02832 / 02833 / 02834 / 02835 / 02836 / 02837 and 1825034-2014-00893 / 2014-04387 and 2015-04929 / 04930 / 04931).

Event description:
According to medical records, during the patient's triflange revision, the patient suffered fractures of the ilium.